Event description:
It was reported that bd autoshield¿ duo pen needle had a retraction issue. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that needle stuck on the injection pens during needle retraction. No needle stick harm to the end user.

Manufacturer narrative:
H.6. Investigation: one photo of a 30g x 5mm autoshield duo sample was returned from lot. No. 8170731, cat. No. 329505. Visual examination of the returned photo was carried out and it was observed that the needle was attached to the pen and had broken off from the autoshield duo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photo provided and the fact no sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle had a retraction issue. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that needle stuck on the injection pens during needle retraction. No needle stick harm to the end user.